Event description:
It was reported that during a renal artery treatment procedure, stent damage occurred. An unspecified express biliary stent delivery system was advanced and deployed in the right renal artery. It appeared after the stent delivery balloon was inflated a couple of times at approximately 10 atms, the stent flared and appeared to have a crack. The procedure was completed with this device and the stent was reported to be fully apposed to the artery wall. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)